Event description:
Info received indicates the bed exit will set, but does not alarm when activated.

Manufacturer narrative:
The tech isolated the issue to the bed exit sensors. He replaced the bed exit sensors to repair the bed.